Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. The user alleged the insulin pump was under delivering insulin. Customer stated manual prime passed. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.